Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. We were unable to review the device history record for this device as the lot number is unk. The root cause for the reported event is unk.

Event description:
Event description: it was reported that during an orbital atherectomy treatment procedure, a vessel perforation occurred and resulted in compartment syndrome which required surgical intervention. The lesion being treated was a calcified occlusion extending from the ostium of the left superficial femoral artery (sfa) to the left anterior tibial (at) with a chronic total occlusion (cto) at the tibial popliteal trunk (tpt). The sfa and popliteal (pop) lesions totaled 350mm in length and were diffusely calcified. The lesion in anterior tibial was 40mm in length. The physician used a contralateral approach and initiated the intervention with the inflow. He used a crown and treated the entire sfa and pop area. The total treatment time with this crown was 6 mins, 30 sec with half of the runs at medium speed, and half of the runs on high speed. The physician then upsized to a crown and treated the entire area again. The total treatment time with this crown was 6 mins with half of the runs at medium speed, and half of the runs on high speed. The physician administered 300 mcg of IV nitroglycerine prior to initiation of treatment with the crown, then prior to increasing to high speed with that crown. Then he administered 300 mcg of IV nitroglycerine prior to initiation of treatment with the crown, and again prior to increasing to high speed with that crown. He then proceeded to treat the outflow in the anterior tibial. He used a crossing catheter and successfully crossed through the cto. He performed angiography and confirmed good flow to the foot. He then chose a crown, but experienced difficulty inserting it down the popliteal to the anterior tibial. Once he successfully reached the mid calf, the first run was at 110k rpms for 30 sec, then bogged down. The physician increased the rpms to 140k for 20 sec, but the crown bogged down again and pt complained of pain. Once stopped, the crown of the device appeared to be tilted 25-30 degrees. The physician was unable to remove the oad over the wire as they were stuck together and had to be removed together as a unit, so wire access was lost. The vessel was perforated in the mid anterior tibial area. A significant amount of time was taken in an attempt to rewire the vessel, but was unsuccessful. The physician subsequently performed angioplasty proximal to the lesion with a flow-by balloon at 2 atms. He elected not to consult surgery at this time and plugged the vessel with a vascular plug planning to come back at a later date to intervene on this lesion. The device and guide wire had been discarded by the facility while the dsm had briefly stepped out of the room. The dsm was notified the next morning that the pt had developed compartment syndrome and was being prepped for surgical intervention. Additional info has been requested regarding this event.